Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after gastric bypass surgeries, 51 cases of bleeding were reported. Six re-operations of blood clots that caused obstructions post anastomosis. 5 patients required blood transfusion. It was noted that bleeding comes from the entero-entero anastomosis not from the pouch.